Event description:
I was using the resmed aircurve 11 to treat my sever sleep apnea. I put it on and using it for about 30 to 60 minutes as I was falling asleep/sleeping. I apparently rolled over in my sleep and pulled the hose with me. As I pulled the hose that supplies the air pressure, the hose did not disconnect from the resmed aircurve 11 and it was pulled off of my night stand where it rests onto the floor. It fell onto the ground from 29 inches. There was some slight water spillage onto my rug which it fell onto. I checked everything to determine that the hoses and power adapter and cables were all visually ok. I unplugged the device to power cycle it. It would only reboot with the following text: "system fault, refer to user guide, error code 1 displaying. This was about 5min past midnight when I attempted to call various phone numbers, but I found out that resmed and sleep health solutions only offer service during standard business hours during the day from 8am to 5pm; this seems to be a huge (profanity) oversight with a decision made by (profanity) who are selling (and profiting) and servicing a medical device that is marketed and approved for use by people when they sleep, which is generally and societally agreed upon to be night, and may also generically include the hours between 8pm to 7am local time. I eventually searched out the IFU (instructions for use, or manual) on line for the resmed aircurve 11 and did not find the troubleshooting section to be at all helpful, it simply refers to system fault, refer to user guide, error x - I did not receive an error x, I received error code 1 - these are not equivalent and the user guide does not explicitly explain this discrepancy. Unlike (B)(6), x does not mark the spot. Assuming this is the correct course of action to take (which I am not certain it is), I removed power and restarted the device again, this instruction fails to mention how many times I should follow the course, and merely states that if it persists I should contact an appropriate care professional (who are all (profanity) asleep). Eventually I gave up, disconnected everything to see if it would dry out overnight and be fine (spoilers, it was not fine in the morning). I awoke at about 5:45am to a severe dry mouth, despite the humidity in the room being 39%. I woke up to drink some water and then proceeded to place the empty water container back in place, and plug the resmed aircurve 11 in, and it showed the same error code. This seems to be a failure of human factors testing and usability, and may not comply with FDA's guidance on human factors, nor iec 62366 - human factors guidance. I am curious to know what the resmed risk assessment for such a risk is, as this process is expected to follow iso/ul 14971 - risk management for medical devices, and I would think that a bipap machine being pulled off of a nightstand would be a known potential risk. I am also curious if this device then meets the iec 60601-1-11 standard for home healthcare and specifically the air hose being able to pull resmed aircurve 11 off of the night stand. I was using a nasal mask. Upon further inspection of the 90w power adapter I saw the double square symbol, but no where on the ac/dc adapter, does it actually state that it is certified to iec 60601-1. The water reservoir was filled with distilled water, about a 1/8th of an inch from the top when I want to bed. The device information is as follows: obstructive sleep apnea is a disease which significantly increases the risk of death, due to related increases in heart disease, breathing interruptions and drops in oxygen which can lead to high blood pressure, heart attack and stroke.